Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, titan touch was explanted due to auto-inflation. The secondary lockout valve on pump was not working.

Manufacturer narrative:
A titan pump, reservoir and connector were received for evaluation. Examination and testing of the returned components revealed no functional or visible abnormalities with the pump, reservoir or connector. Because the available information did not indicate what factors may have contributed to the reported event of "auto inflation," and because no functional abnormalities were noted, quality cannot determine the true cause of this reported event. Placement of the reservoir in a position or location such that the lock out valve was engaged by bone or tissue may have contributed to the event. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.